Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported failure (error m-02-7 on start and mono energy activation) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. Review of the provided image is consistent with the photos of error messages.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that error m02 occurred continually, and the neutral pad was not recognized. The customer stated the issue gradually got worse. The fast, neutral pad was no longer error e02 occurred immediately after, and they tried restarting several times; however, the issue persisted. The customer abandoned using the vio dv 2.0 integrated electrosurgical unit (erbe) in surgery and used a ft10 esu instead. The procedure was completing as planned with no reported injury.